Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a change in therapeutic effect. The event occurred during a normal refill cycle. The pt experienced flu like symptoms about (B)(6) prior to the refill, and these symptoms have occurred the past three refills. If was further reported that the pt had to be hospitalized on three separate occasions due to complications that arose from traveling from the desert to the mountains with the pump in. The pump "surged." One time the pt was intubated. The drug in the pump at the time of the event was not known.